Event description:
It is alleged that the clips dropped from the clip applier. There was no adverse pt incident reported.

Event description:
It is alleged that the clips dropped from the clip applier. There was no adverse pt incident reported.